Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. This was an isolated event and the hsc specialist discovered that the data was consistent with a sample integrity issue. The cause of the discordant, falsely elevated ca 19-9 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cancer antigen 19-9 (ca 19-9) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the first alternate dimension vista instrument, resulting lower than the initial result. A new sample was obtained from the patient and was tested on the second alternate dimension vista instrument and on the original instrument (s/n: (B)(4)), both resulting lower than the initial result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca 19-9 result.